Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc button. The connector was inspected and locked on lcd board. No button error alarm during testing. The insulin pump passed displacement test and self test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high and low blood glucose events. Customer mentioned that the blood glucose reading was in the 400 mg/dl to over 500 mg/dl due to infusion set coming out of insertion site. Customer treated high blood glucose with manual injection and insulin pump. Customer also mentioned a low blood glucose of 41 mg/dl and treated with food. No high and low blood glucose troubleshooting was performed. Customer also reported that the insulin pump esc button was hard to press and unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.